Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ and ¿adjust belt¿ messages) was confirmed due to the electrode belts wire being broken near the connector. The belt¿s ecgs were non-functional. The root cause of the broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" and "adjust belt" messages.